Event description:
It was reported that during a biopsy procedure it was noted that the needle was moving as the c-arm was moving. There was no patient injury reported. A field engineer was dispatched to the site and per technical support the vta and low voltage power supply were replaced. Once this was completed the system was operating as intended. This report pertains to the first of two events that occurred with this system. See associated medwatch manufacturers report # 1220984-2018-00091.